Event description:
Report rec'd from (B)(6) stating that there was debris in the sterile pouch. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There is no add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).